Event description:
Account contact reports: one clinician developed breathing difficulty, swollen face, and burning and blood shot eyes while wearing the mask. The clinician reported to the emergency room for treatment. Rec'd celestone 2cc, benadryl 50mg. Tobradex opthamalic solution 1 every hour x 6.